Event description:
It was reported that prior to an unknown procedure, the device was plugged in and it did not work. Changed to same like product. No delay to surgery or adverse event reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with body fluids on the device and with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was tested with a generator and was functional, in addition, the device activated with max, min, and advanced hemostasis buttons. There were no anomalies noted with the functionality of the device. The returned device was used for a case, so it is possible that the device returned may have been used to complete the procedure and is not the device complained about. It could not be determined why the device did not work. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It is possible that the device not working was due to the hp054 handpiece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can results in no hand activation function.